Event description:
Patient called lfs and alleged that the meter was reading inaccurately high. The patient performed an invalid meter to lab comparision, the patient used a venous sample for the meter. Patient's meter read 128 and 137 mg/dl and the lab result was 114 mg/dl. The patient did not seek medical intervetion. However the meter did fail two control tests. No injury or harm alleged. New test strips are being sent to the patient. No further information has been reported.